Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The patient also reported that the pump emitted loss of prime warnings. The pump was returned to animas for evaluation. Evaluation demonstrated that pump insulin delivery and both audible and vibratory alarms were operating within required specifications and delivery accuracy.